Event description:
It was reported that the scissor blades broke while the surgeon was cutting synovial tissue during a synovectomy. The surgeon had to 'open the surgery site' in order to remove the broken piece. A one-hour delay resulted. The surgery was completed using a back-up device.